Event description:
It was reported that approximately 5 weeks after a laparoscopic surgery, the patient complained of incisional discomfort. Subcuticular suture was found at all three incisions and removed. No infection was noted.